Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had back light anomaly. Customer's blood glucose level was unknown. A customer reported display hard to read when outside in bright weather and she is not sure if back light is working or not. The customer was assisted to change from auto to manual brightness. The product will not be returned for analysis.